Event description:
The customer reported that a cord blood sample that was weak d positive in tube method was interpreted by the ortho provue analyzer as d negative using mts abd monoclonal and reverse grouping card. The customer tested the sample in manual gel using the same lot of gel cards and obtained positive (2+) reactivity in the anti-d microtube. The customer repeated testing on the provue using the same lot of gel cards and reaction was positive (2+) in the anti-d microtube. No erroneous results were reported.

Manufacturer narrative:
An ocd field engineer arrived on site and found the reader camera optics fine adjustment/brillo setting for the reader camera was 124. Specification for the brillo is 101-128. The fe performed reader camera optics and fine adjustments. The brillo setting was adjusted to 120. A reference image was created. Qc was verified. Repairs have returned this instrument to expected operation. Review of the log files by ocd second level support (tac) showed the sample was tested on (B) (6) 2009 and (B) (6) 2009. The sample from (B) (6) yielded a 2+ reaction in the anti-d microtube. Reviewed of the images from (B) (6) showed some faint haze in the anti-d microtube. Images for the sample from both days showed the microtubes from testing on the (B) (6) had very small cell buttons compared to the cell buttons from testing on the (B) (6). Tac discussed with the customer their technique to prepare cord blood samples for testing on the provue. Customer indicates that based on their technique they may have had a dilute sample for testing on the (B) (6). Tac reviewed the sample specifications from the provue user's manual related to packed cells for testing. This customer has not logged any similar complaints against this analyzer since the incident. Incident is isolated. (B) (4)